Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 07, 2024 and june 08, 2024. H11: four (4) actual devices were received for evaluation. Visual inspection of the returned samples revealed a missing cap on one of the white connectors and embedded particles on the outside of the white connector, or on the outside of the bag. The particles were further described as dark/white/pink particle/stain spot. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing, packaging process, as the particulate matters observed were either enclosed or embedded in the samples sealed product packaging, or embedded in the product tubing, or observed on various areas of the inlet products including the white downstream connector, and between the spike cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had foreign matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.